Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed test failure at 10:01 a.m. She noticed the reservoir had many tiny bubbles when she pulled it out. Customer's blood glucose level was 127 mg/dl. The device was not returned.